Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016. With the following findings: the battery cap was found to be damaged. The battery cap was worn at the top slot and difficult to remove. Unrelated to the complaint, the bolus button cover was found to be missing. (B)(6).

Event description:
The pump was returned for investigation. The battery cap was found to be damaged. The battery cap was worn at the top slot and difficult to remove. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.